Manufacturer narrative:
The actual sample was not returned for evaluation; however photographs of the sample were provided by the user facility. A slight yellowing/discoloration of the sampling line tubing could be seen from the pictures. A retention sample from the same product code/lot number combination was also obtained for visual inspection. It was confirmed that the retention sample did not have any discoloration. A review of the device history records revealed no manufacturing issues. A definitive root cause could not be determined as to how the discoloration of the tubing occurred, but it is possible that if the product was left in warmer than usual temperatures or near a uv light, discoloration can occur to the tubing. The complaint was confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, out of box, it was discovered that the sampling line tubing on the top of the reservoir, was discolored. Although this was discovered out of box, the product was still used for surgery without any patient or surgical effect.